Manufacturer narrative:
Based on the provided data and information, the initial positive results generated is either due to lod sample(s) or due to the off-label workflow. The late cts generated is indicative of samples near the lod of the assay which can have results that waiver between positive and negative. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results with the cobas® sars-cov-2 assay. It was confirmed that the customer is pooling samples for screening. The sample type is nasopharyngeal swabs collected in mod utm 2.5 which and was validated by the lab. It is unknown if the same sample/media were used for the pooling. (B)(6) are pipetted along with 330ul lysis buffer in the same well in the deep well plate and then heated up to 72 degrees for 10min. Then the sample is aliquoted into the secondary tube (ID (B)(6)). The sample workflow was performed for samples (B)(6) into a secondary tube (ID (B)(6)). The repeat testing was performed with the cobas® sars-cov-2 assay and all results were negative. Repeat testing was performed after the complaint samples were stored at room temperature and were individually tested by diluting 300ul sample with 300ul lysis buffer. The results were released as negative, which were generated with the cobas sars-cov-2 assay. As per the affiliate, regular environmental testing was performed in the lab by swab the different areas inside the lab. No environmental contamination found. As per the cobas sars-cov-2 eua instructions for use, the cobas® sars-cov-2 for use on the cobas® 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in nasopharyngeal and oropharyngeal swab samples from patients who meet covid-19 clinical and/or epidemiological criteria. The following steps must be followed to transfer patient sample from a utm-rt or uvt tube into a cobas omni secondary tube: unscrew the primary sample tube cap. Lift the cap and any attached swab to allow a pipette to be inserted into the sample tube. Avoid lifting the swab completely out of the sample tube. Transfer 0.6 ml into the prepared barcoded secondary tube. Transfer secondary tube to a rack. Close the primary sample tube cap.